Event description:
A physician reported that a pt suffered a hypoglycemic attack. The end of the plunger has reportedly broken off. The pt has received a replacement device and appears to have recovered.